Event description:
In-line humidifier cartridge had a plastic sealed water feed chamber which prevented priming of cartridge. 19 gauge sterile needle used to pierce plastic membrane & water infused into reservoir. Ventilator assisted rate tested & diminished flow noted when circiuit connected to pt to provide ventilation at a rate of 30 breaths per minute. Disconnected circuit from pt and bypassed humidification cartridge for 45 min during pt transfer to level iii intensive care unit by ambulance.